Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the patient side cart (psc) common computer controller (ccc), blue fiber receptacle and blue fiber pigtail to correct the issue. The system was tested and verified as ready for use. Isi did receive the psc ccc involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation.

Event description:
It was reported that prior to start of a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported that the system powered up and displayed 31089 errors, along with messaging instructing to reseat the blue fiber cables, and the system failed to detect that the patient cart was connected. Prior to reaching out, reseating the blue fiber cables and performing multiple hard power cycles did not resolve the issue. Troubleshooting began by swapping the blue fiber cable with a backup and connecting it to a different port on the tower, but the same issue occurred after booting up. Further troubleshooting involved turning the tower and robot on separately in standalone mode, which powered up without issues. However, when connecting the full system, the tower still failed to detect the patient cart. The procedure was aborted with no patient involvement.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The patient side cart (psc) common computer controller (ccc) was evaluated for failure analysis, and the reported "system is not detecting the robot" was confirmed and replicated. In lighthouse, error 307 was found to indicate that the fault had occurred the field. Upon visual inspection, no issue was found that would be related to the reported event. The unit was installed onto a known good system. During testing, the ccc psc failed error 307 to establish a connection with vsc using a blue cable connected to port, indicating potential faults in the firefly fiber optic cable (ff3) on the ccc psc. Troubleshooting: the firefly optic cable on ccc was replaced with a known-good cable following the ab procedure. After replacement, the ccc operated as expected. As a result of these findings, failure analysis was able to conclude that the root cause of the report event was determined to be a bad firefly optic cable (ff3) in ccc psc.